Event description:
The surgeon has reported to the sales rep that the nail has broken through the collum screw hole. The sales rep will contact the hospital to provide further info such as x-rays, disease, "ativity", and so on. This occurred in (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.